Manufacturer narrative:
(B)(4).

Event description:
When the device was interrogated an error message regarding an elevated power consumption came up. A cu reset was done to remove the error message. This device currently remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The inspection revealed that the clinical observation resulted from an elevated current consumption. However, the root cause of this elevated current consumption could not be determined based on the information available for analysis. In summary, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed an elevated current consumption leading to the clinical observation. Based on the information available for analysis the root cause of this observation could not be determined. Should additional relevant information or the device itself become available for analysis,this investigation will be updated.

Manufacturer narrative:
2/27/2017 - this device was interrogated again with an error message of elevated power consumption. The device was reset and remains implanted. (B)(6) 2021 device was explanted and returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the eri battery status, 16 charging cycles were documented to the devices memory. The device was subjected to an electrical analysis. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. Next, the current consumption of the ICD was measured and found to be elevated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Subsequently, the current consumption of the electronic module was investigated under different working conditions and temperature environments. Thereby, an intermittent elevated current consumption, dependent on the test conditions, was identified, which could be attributed to an integrated circuit of the electronic module. In conclusion, an elevated current consumption could be confirmed and attributed to an integrated circuit of the electronic module. Analysis of the therapy capabilities revealed, that all therapy functions of the ICD were available while the device was implanted and in service.

Manufacturer narrative:
On (B)(6) 2017 - this device was interrogated again with an error message of elevated power consumption. The device was reset and remains implanted.